Event description:
The customer reported that there was an un-necessary heart catheterization due to 12-lead ECG issues switching on the monitor.

Manufacturer narrative:
Based on the available info, the customer neglected to follow product labeling through switching ECG monitoring from easi to standard, causing a situation where a pt was sent to the cath lab and had an unneeded coronarangiographie and was subjected to the risks of this procedure. We will consider this as a serious injury since the pt had an invasive procedure. The current info suggests that the monitor worked as intended. Philips is in the process of obtaining add'l info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).